Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support set up a loaner pump for the customer, who relied on manual insulin therapy until the loaner pump arrived.